Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on the system controller was confirmed via the submitted log file; however, the alarms were not reproduced due to the controller not being returned for analysis. The submitted log file labeled (B)(4) contained data spanning approximately 12 days (on (B)(6) 2021 per the timestamp). The log file captured low voltage advisory alarms active from on (B)(6) 2021 at 10:59:48 to 11:38:12 due to the rsoc voltage in the power cables dropping below the expected voltage threshold. The alarm resolved when the rsoc voltage in the power cables was restored to its expected threshold. The log file also captured a low voltage hazard alarm active while connected to battery power due to the rsoc voltage in the white power cable dropping to 0 volts and the rsoc voltage in the black power cable dropping to approximately 2.7 volts. The alarm was resolved when the rsoc voltage in the white power cable was restored to 3.7 volts. Multiple attempts were made to obtain additional information about the reported event such as if the alarms resolved with a controller exchange, if not, is there an additional plan of care, if any products will be returned, and the serial/lot number of the patient cable; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had approximately 38 minutes of low voltage advisory until the batteries were changed. The log file review confirmed the low voltage advisories. The voltage readings were abnormally low on both battery and power module power. This indicated that the controller leads may be worn. The patient was issued a new controller.